Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will only run on battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Manufacturer narrative:
Event site postal code and state : (B)(6). A getinge field service engineer was dispatched to the site to evaluate the unit. Upon evaluation, live and neutral wires were found to have been pulled out of the plug connections. Earth wire still connected. Rewired plug. Electrical safety tests completed and equipment functional tests completed, all ok. Equipment returned to clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit will only run on battery. It is unknown under which circumstance the event occurred or if there was patient involved.